Manufacturer narrative:
H3: the revision reported may have been the result of femoral loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and the bone. The tibial insert wear may have been due to possible bony overhang, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
*The following sections have corrected information: (h6) health effect - clinical code, type of investigation, investigation findings, investigation conclusion.

Event description:
As reported, approximately 3 years post op initial right tka, this male patient was revised due to poly wear and femoral loosening. The tibial insert and femoral component were revised with new components. There was no change in size. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning: disposed.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 6095402 02-010-04-0350 - logic cr femoral por, right, sz 5.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of femoral loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and the bone. The tibial insert wear may have been due to possible bony overhang, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report number: 1038671-2024-03013 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: h10. The following sections were corrected: b2. D4: serial number and expiration date d8. D10 concomitants: (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-32 - threaded pin size 3.0 collarless. The revision reported may have been the result of femoral loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and the bone. The tibial insert wear may have been due to possible bony overhang, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.